Event description:
As reported, during glenoid reaming the wheel of the cannulated disassociated from the neck of the reamer. This caused delay of surgery as a 2mm drill bit was used to remove the neck of the reamer from the tri-drive to fit the non-cannulated center cage drill bit. There were no fragments, parts or pieces that fell into patient or the patient wound site. Fragments, parts or pieces were removed. The reported event resulted in 5-15 minute surgical delay/prolongation. The patient did not experience any adverse events as a result of the delay/prolongation. Patient was last known to be in stable condition following the event. Images available. Sales rep was unable to obtain x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H2: the broken device reported was likely the result of a force greater than the yield strength of the material being applied to the post of the reamer while the device was under power which led to fracture.